Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: the instrument unlocked while the surgeon was using it. When this happened the needle fell out. The needle disengaged into pt cavity but was retrieved. Or time was not extended, no blood loss of tissue damage. There was no pt injury.